Event description:
Update narrative: mmt-8060 is a non-physical device and it will not be expected to return for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Complaint was reported for app version 5.7.1.4. Pt device iphone 15 pro with ios 17.5.1. Pt was not receiving inpen doses from inpen to inpen app as of (B)(6) 2024. Replacement inpen was sent. Patient paired replacement inpen on (B)(6) 2024; it is working just fine. Afc code: za14af no issue found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced inpen doses were not transmitted to the app. The customer reported no adverse event. The event involved product(s) mmt-8060 and mmt-105nnblna. The troubleshooting was performed and the issue was unresolved. No harm requiring medical intervention was reported. Mmt-8060 will be returned for analysis. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-105nnblna was requested and the customer response was that the device would be returned.

Manufacturer narrative:
Complaint was reported for app version 5.7.1.4. Pt device iphone 15 pro with ios 17.5.1. Pt was not receiving inpen doses from inpen to inpen app as of (B)(6) 2024. Replacement inpen was sent. Patient paired replacement inpen on (B)(6) 2024; it is working just fine. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.